Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients skin "broke out in a terrible rash on the chest and around the wearable sensor." It was further reported 6 days later that the patient stopped monitoring and removed the first sensor after 2 days. The patient is "highly allergic to the adhesive" and immediately "could feel a reaction. The skin had open sores and oozing liquid. It is unknown if the sensor was replaced. No further patient complications have been reported as a result of this event.